Event description:
It was reported that an error message was displayed when the device was interrogated. Abbott technical support was contacted and the device was reprogrammed. The patient was stable.